Event description:
Per rep, this female pt is the individual who observed an early delivery up to 60 minutes earlier than usual. Tpn with approximately 2000ml to be delivered over 12hrs. Pt is the only witness and nurse's assessment of pt showed no untoward effects. Pt remains alert. The pump was tested by clinical IV network and they found no problem with delivery rate and volumetric testing.

Manufacturer narrative:
The pump was evaluated by curlin medical and found to have a confirmed bent platen (door) which is known to be caused by impact/damage/dropping the pump. The bent platen can potentially cause the pump to over infuse.